Event description:
It was reported that "the package was found broken during inspection. Involved 8 pcs. All of the defects found during the same exact inspection at the same time. The outer box was not damaged". No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint of broken package - sterility compromised was confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample was compromised due to the packaging damage. A device history record review was performed, and no relevant findings were identified. CAPA has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. The root cause has been identified in CAPA. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the package was found broken during inspection. Involved 8 pcs. All of the defects found during the same exact inspection at the same time. The outer box was not damaged". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.